Manufacturer narrative:
A visual inspection was performed on the returned device, and laser markings and threads were found be worn. The device's slide rod, the mechanism that locks the arm, was disengaged from the main body. The device's retaining ring was also found to be loose, and its threads were worn. A functional inspection could not be performed, as the slide rod was unable to be placed back into its intended position. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. The luxor surgical technique was reviewed and the following information was found: "the mediflex flex arm post mounts to the hospital bed rail. Check compatibility of the mediflex flex arm post to the hospital bed prior to surgery. Mount the arm post to the bed rail on the opposite side of the surgeon near the patient¿s hip. Turn the arm post locking mechanism clockwise to secure it to the bed. Once the arm post is secure, attach the snake arm to the arm post and lock into place." As the instrument was about 10 years old at the time of failure, routine wear/tear may have contributed to the loosening of the retaining ring, resulting in the disengagement of the slide rod.

Event description:
It was reported that the 'tightening bar completely fell out of the hinge joint' on a luxor arm post intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay using an alternative device.

Event description:
It was reported that the 'tightening bar completely fell out of the hinge joint' on a luxor arm post intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay using an alternative device.